Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the ventilator was found to be alarming. The sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.